Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 598 mg/dl which resulted in a visit to the emergency room. The customer declined troubleshooting with tandem technical support or providing additional information about the event. No additional information is available or provided.